Event description:
The telemetry central station monitor alarmed and the lcd displayed replace transmitter battery promptly. The pt care assistant assigned to observe the monitor changed the battery in the transmitter 3 times, however the change battery display persisted. The pt was noted to be unresponsive and a code was initiated. They did not respond to treatment and were pronounced at 11:45 pm.